Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number: 2016493-2026-11422 please refer to MFR. Report number: 2016493-2026-11541.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, patient (B)(6) was not appearing in the patient list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, patient (B)(6) was not appearing in the patient list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was unavailable. A technical support specialist (tss) checked the medbank myqlink (mql) and confirmed that the patient profile was not active. Tss advised the customer that pharmacy would need to reactivate the patient in mql so the profile would appear on the cabinet. Later the patient was added as a temporary patient, and the customer was able to administer the item successfully. The system functioned as intended after the technical support specialist troubleshot the device.